Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right atrial (ra) lead noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the lead measurements were within normal limits. Troubleshooting options were discussed with the health care professional (hcp); including ruling out electromagnetic interference (emi), and minute ventilation oversensing. No adverse patient effects were reported. The device remains in service.